Manufacturer narrative:
(B)(4). Batch # r9212c. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device was tried and the tissue pad melted completely off during normal activation. The melted tissue pad didn't fall into the patient but wasn't available for return either. Another device was used to complete the procedure. There were no patient consequences reported.